Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller had an unusual increase in temperature not long after implant. Re-seating the battery did not resolve the heat. A new battery was placed in the primary system controller to try to resolve the heat but it continued to be hot to the touch. The system controller was exchanged, and the issue resolved. Log files were submitted for evaluation and captured the reported increase in the system controller's temperature. However, cause was not able to be determined based on the data.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of the system controller being hot to the touch and a backup battery fault alarm were confirmed via analysis of the returned system controller. Log files were submitted and downloaded for review and data from the event date of (B)(6) 2025 were reviewed. The log files captured a backup battery fault alarm on (B)(6) 2025 from 16:00:57 to 16:03:58 that was associated with a backup battery circuit fault. Throughout the timespan, the temperature of the system controller was observed to be between 27 degrees celsius and 64 degrees celsius. The observed temperatures and alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller was connected to a mock circulatory loop for an extended period of time and after approximately 4 hours, a backup battery fault alarm that was associated with a backup battery circuit fault activated. The system controller housing was also hot to the touch. Analysis of the returned controller revealed that the controller housing was becoming hot due to the heat being transferred from the backup battery, which was becoming hotter than expected. Further analysis of the returned system controller isolated the issue to the bulkhead assembly. Analysis of the bulkhead assembly revealed that the signal associated with power to the pump from the backup battery was shorting to another signal. This was causing an excessive amount of power to be drawn from the pump power circuitry on the backup battery, which was causing the backup battery to become hotter than expected. Additionally, the backup battery circuit fault and backup battery fault alarm activated due to the controller pulling power from the backup battery, causing the backup battery to be in use while the backup battery was also being charged. A manufacturing analysis task was completed to further investigate the issue of the system controller becoming hot to the touch. Per the investigation, the bulkhead assembly was determined to be the cause of the reported issue; however, a specific root cause could not be identified within the bulkhead subassembly. Given the infrequency of this event no further actions are recommended at this time, and reoccurrence of this issue will be monitored. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 15apr2025 battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 8 ¿ ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 IFU section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.